Event description:
It was reported that, a couple of weeks prior to report, the patient had a motor stall due to an MRI. It was stated that the pump had not been interrogated until (B)(6), at which time there was no motor stall recovery and ¿stopped pump period may exceed tube set¿ was displayed in the logs. It was noted that the device interrogation occurred due to a dose increase to the pump. There was no change in symptoms reported and it was stated that the dose increase had been planned prior to the motor stall occurring. The device system had been used to deliver lioresal.

Manufacturer narrative:
Product ID 8590-1, lot# n191985, implanted: 2009-(B)(6), product type accessory product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), (B)(4).